Event description:
During placement of an arterial line into pt's left femoral artery the device operator met with resistance in placing the line. When the device operator withdrew the device, the device began to coil. At this point the procedure was stopped and vascular surgery was called to evaluate removal of the device. Vascular surgery was unsuccessful in removing the device by normal means and had to make an incision to retrieve the device.